Event description:
It was reported that a patient had a connection issue during peritoneal dialysis (pd) therapy. The nurse reported that the titanium adaptor disconnected at the beta cap resulting in a break in the line. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined because the product was not returned to baxter for evaluation, a lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event.